Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿data loss¿ occurred. Multiple attempts were made to obtain specific information; however, no additional information was provided.